Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion was located in the distal left circumflex (cx). The lesion was calcified and there was a 90% stenosis and the vessel was severely tortuous. The physician attempted to advance the 2.50x20mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician removed the taxus stent and advanced and inflated a 2.50x20mm non-bsc balloon utilizing the anchor technique, but the stent delivery system was still unable to cross the lesion. The physician attempted to retrieve the stent delivery system and felt strong resistance as the stent became caught on the guidewire. The stent dislodged inside of the lumen of the guide catheter. The physician was able to retrieve the stent from the guide catheter, and successfully completed the case with a 2.5mm non-bsc stent. There were no pt complications and the pt condition is listed as good.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.